Manufacturer narrative:
Corrected data: d4 ¿ UDI one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to confirm the customer reported issue. The investigation was not able to determine the cause of the issue. The force sensor was replaced, and the device was disassembled and reassembled per procedure.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor background test and bridge test. There was no patient involvement.